Manufacturer narrative:
Coopersurgical, inc. Is investigating the reported condition.

Event description:
As per the details received on e-complaint-(B)(4) from fs log# 100185 : leep system "was recall test unit , need to check unit for function."